Event description:
It was reported telemetry confirmed a critical alarm occurred. Reset occurred - low battery. Per the logs this occurred on (B)(6) 2015. The patient was more spastic but was doing ok and was instructed to take oral baclofen. On (B)(6) 2015 the patient had a dose adjustment from 268 mcg/day to 310 mcg/day. The patient has multiple sclerosis. The plan was to set the patient up for replacement. The pump was delivering lioresal. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The pump went into safe rate after the reset occurred. The pump was replaced. The patient recovered without permanent impairment.